Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to metallosis. A femoral head was revised to a ceramic head and sleeve. Rep confirmed that pictures can be provided. Otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicated that the device remains implanted in the patient. Only the neck of the stem is visible in the intraoperative photos. It appears that there is some dark discoloration or markings on the trunnion of the stem, but nothing can be concluded from the provided images due to the quality of the photo and the bodily fluids present on the device. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a right total hip arthroplasty and approximately six years later required revision surgery for metallosis. I can confirm that this event occurred since I was able to see the intraoperative photos of the explanted femoral head and the femoral trunnion. The root cause of this event cannot be determined with certainty. The causes of metallosis following total hip arthroplasty are multifactorial including surgical technique, preparation of the trunnion and implanted femoral head, patient factors such as bmi and activity level (this patient was obese), and implant factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to metallosis. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicated that the device remains implanted in the patient. Only the neck of the stem is visible in the intraoperative photos. It appears that there is some dark discoloration or markings on the trunnion of the stem, but nothing can be concluded from the provided images due to the quality of the photo and the bodily fluids present on the device. A review of the provided medical records by a clinician indicated the following: "the root cause of this event cannot be determined with certainty. The causes of metallosis following total hip arthroplasty are multifactorial including surgical technique, preparation of the trunnion and implanted femoral head, patient factors such as bmi and activity level (this patient was obese), and implant factors." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to metallosis. A femoral head was revised to a ceramic head and sleeve. Rep confirmed that pictures can be provided. Otherwise, no further information will be released by the hospital or surgeon.